Event description:
Sterile surgical pack: has hole in back table cover that is also used to encase the sterile surgical supplies. The hole is located in the section beneath the fan fold. The puncture hole is tunneled inside to outside. Appears some supply within pack is penetrating the back table drape. This is the 5th occurrence reported for this particular pack with the hole in the same location. Two packs submitted with this report. Previous 3 packs not retained. Suspect packing configuration is a contributing factor.